Manufacturer narrative:
This report is submitted on 19 november 2019.

Event description:
Correction: the date of this report is 05 august 2019; not 21 august 2019 as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the recipient was hospitalized for an revision surgery to repair a csf leak post operatively. The implanted device remains. Per the clinic, the recipient is recovering well.